Manufacturer narrative:
Intuitive surgical, inc (isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure by installing the ucc board in the test system. It was found that the patient side cart (psc) did not power up. The psc was disconnected from the vision side cart (vsc) and it powered up in standalone mode and the laptop was connected to the ucc directly and only the pcc node came up in gdla. It is possible that the fpga has failed or a bad flash chip that failed to configure the fgpa. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, prior to docking to the patient, a non-recoverable fault occurred during power up. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to power cycle the vision side cart (vsc), the surgeon side cart (ssc) and the patient side cart (psc). The tse also suggested to verify the amber led on each component and to reseat the blue fiber cable which was located on the back of the ssc. However, the issue persisted and at that time the surgeon made the decision to complete the procedure using another psc. There was no report of patent harm, adverse outcome or injury. On 05-jun-2018, isi received additional information regarding the reported event: the psc was non-responsive to the console or tower. The patient was already asleep and ports had been placed. According to nursing staff, they had no issues until they tried to dock the da vinci system. The site used the psc from another da vinci system to complete the procedure.